Event description:
The customer reported having high blood glucose of 300mg/dl and has been treated with manual injections. The caller stated that the insulin pump alarmed and insulin squirted out while priming. The customer also stated that the device also was stuck in the prime loop. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/flush drive support disk. Unable to confirm the alarm. The device was received with missing end cap sticker, scratched lcd window, and missing back address/serial number label. The device passed the rewind and no rewind anomalies noted.